Event description:
It was reported that ankle clamp is broken plastic piece has cracked in multiple places and spring is weak. No effect on surgery.

Manufacturer narrative:
Add'l info has been requested and if available it will be submitted in the supplemental report.